Manufacturer narrative:
(B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the six-year-old device failed during an emergency. The device was indicating green but not penetrating the bone. Two attempts were made before getting another device. The driver indicated red. The patient's condition is unknown at this time.

Manufacturer narrative:
Qn#(B)(4). The DHR file is not available for review in the us. The complaint sample was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". The complaint sample was never returned to teleflex for investigation purposes. The root cause cannot be established. The complaint cannot be confirmed. No corrective/preventative actions will be assigned. No further action required.

Event description:
It was reported that the six-year-old device failed during an emergency. The device was indicating green but not penetrating the bone. Two attempts were made before getting another device. The driver indicated red. The patient's condition is unknown at this time.

Event description:
It was reported that the six-year-old device failed during an emergency. The device was indicating green but not penetrating the bone. Two attempts were made before getting another device. The driver indicated red. The patient's condition is unknown at this time.

Manufacturer narrative:
Qn#(B)(4). Ez-io driver 9058 (sn (B)(4) ) was returned for evaluation. Upon receipt, the driver was visually inspected. No physical damage was observed. When the trigger was pulled the driver was operable with a red blinking led light displaying. The trigger guard was still tethered to the driver. The driver was then subjected to simulated sawbone insertions. This functional test is used to determine whether the returned device still has the capability to power a 45mm ez-io needle set into a medium and/or hard bone. The 45mm ez-io needle set is used because it represents the worst case scenario for io insertion. Two (2) sawbones with medium (50 lbs/ft3) and hard (105 lbs/ft3) hardness profiles with 3mm cortexes were used for the test. Each insertion was timed with a stopwatch (ID: c05180) while applying approximately 8 lbs. Of force on a weight scale (ID: c05318). Approximately 5 to 8 lbs. Of force is necessary to penetrate bone. Below are the test results: medium profile (50 lbs/ft3). Insertion 1: 2.00 secs. Insertion 2: n/a. Insertion 3: n/a. Hard profile (105 lbs/ft3) insertion 1: n/a. Insertion 2: n/a. Insertion 3: n/a. The unit failed the soft sawbone phase of testing with a complete stall on the first attempt at 2.00 seconds. No further testing was attempted. The complaint has been confirmed. Condition - driver opened and other operating characteristics already evaluated and recorded. Battery voltage measured as 18.3 dc volts without being activated. Battery voltage measured as 11.3 dc volts when button was activated and voltage reached a stable level. Stable defined as when whole numbers (e.g., 6 volts, 7 volts, etc.) Stop changing (ignoring numbers after the decimal point). Results confirm a depleted (dead) battery. The eeprom was parsed and the results reveal the charge count was 16,993 ,883 and the cycle count was 224. The charge count of 16,993,883 supports a completely depleted battery as the depleted charge count has been exceeded. The cycle count of 224 (trigger activations) is also significant and substantiates driver usage with considerations to bone density, average insertion time, storage, and frequency of testing. Testing confirms the unit failure is related to battery depletion. The motor and gearbox were connected to dc power supply (ID c05319) and set to approximately 18v. When the trigger was pulled the motor and gear box were operable, exhibiting no signs of electro/mechanical problems. Several sections of the IFU will be referenced as part of this investigation report. The IFU states, "as with any emergency medical device carrying a backup is strongly advised protocol", "ez-io power driver led with blink red when the trigger is activated and has only 10% of battery life remaining", and "purchase and replace the ez-io power driver when the red led begins blinking". A review of the certificate of conformance found that the driver passed all the release criteria. The device was released in 03/2013 and is approximately 4 years old. The complaint has been confirmed. Per the eprom data analysis, the driver failed. The failure is the result of battery depletion. No other corrective/preventative actions will be assigned. The driver had no power because the batteries were depleted. Battery testing confirms depletion. It should be noted that the driver operated as designed. Once the battery reaches a quantified low energy level the red blinking light will activate signaling the driver has approximately 10% energy reserve left, and that a new driver should be order. No further action required.